Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5154533). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer power cord port exhibited smoke. The power cord was unplugged from the port, and placed on the ground. It was reported that flames started coming out of the end of the power cord. The flames were quickly extinguished. There was no patient involvement. No user complications were reported.

Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the programmer power cord port exhibited smoke. The power cord was unplugged from the port, and placed on the ground. It was noted that the battery charge printed circuit board (pcb) was not working and the power supply was damaged. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.